Manufacturer narrative:
Romanowski mr, repicci ja minimally invasive unitcondylar arthroplasty (2002). Pearse aj, hooper gj, rothwell a, survival and functional (2010) . Product not available for evaluation. Without the opportunity to examine the complaint products, root causes cannot be determined. Part and lot identification are necessary for review of device history records and complaint history, neither were provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Information was received based on review of a journal article entitled, "revision of minimal resection resurfacing unicondylar knee arthroplasty to total knee arthroplasty" five (5) failure of the uka were identified in the article that underwent revisions due to stress fracture of the tibia on an unknown date. There has been no further information provided and the patient outcome is unknown. All other events will be reported in individual records which will be linked to parent record.